Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient reported that on (B)(6) 2011 he experienced a blood glucose (bg) of 540 mg/dl and went to the emergency room (ER). He stated that he was removed from the pump in the ER and was treated with intravenous fluids and insulin. The patient stated that he was discharged from the ER on a back-up plan for insulin delivery. The patient reported that the pump was rebooting, and that the pump last rebooted on (B)(6) 2011. He stated that he would notice the display screen was blank, hear beeping, and then the pump would boot to the verify screen. The patient did not specify when the rebooting began. At the time of the call to animas (B)(4), the patient attempted to insert a new battery to resolve the issue, and there was no power to the pump. He confirmed that the battery cap tightened to resistance, and that there was no damage to the battery cap and compartment. The patient stated that the battery cap had never been changed (original to the pump from (B)(6) 2010). The user guide instructs the user to change the cap (B)(6). This complaint is being reported due to the patient's alleged hyperglycemic event after the pump reportedly lost power.